Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable pacemaker reached elective replacement time (ert). However, the battery gauge showed less than 0.5 remaining years. This pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this pacemaker was performed and showed that the allegation against this pacemaker was not confirmed. Although external visual inspection showed marks on the case and header, this device passed electrical testing.